Event description:
The pt underwent implantation of a synchromed pump with an already implanted catheter in 2001 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/brain injury. The pt developed a pump pocket erosion and the device was explanted. Another synchromed pump and catheter was implanted on event date and the pt was inadvertently programmed to receive ten times the ordered dose. The pt became flaccid and emergency baclofen overdose procedures were followed. The pt was cared for in the ICU and recovered.